Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl, and she was treated with an insulin drip. The customer stated that the doctor believes the insulin pump was not giving her all of the insulin and recommended having the insulin pump replaced. The customer stated they were not feeling well and was dehydrated. Troubleshooting was performed. The caller stated that she was having unexplained high glucose in the morning for about a week. The customer mentioned that the insulin pump was dropped and has cracks on the reservoir window. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and broken off end cap. The device also was received with operating currents within specifications, and the self test passed. However, the basic occlusion, occlusion, prime, and excessive no delivery test could not be performed as a result of the cracked and broken off end cap.